Event description:
Healthcare professional reported injecting a patient in the cheeks, chin, and jawline with juvéderm® voluma¿ xc and juvéderm® volux¿ xc approximately two months ago. The patient experienced ¿abscess¿ on the chin and jawline that was further described as ¿red, warm, and itchy.¿ the patient was treated with keflex 500 4x/day. The event is ongoing. This is the same event and the same patient reported under MDR ID#:3005113652-2023-00226, (allergan complaint # (B)(4). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.